Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture and the patient went asystolic for an unknown duration. It was noted that the output was programmed the same as the threshold measurement. Cardiopulmonary resuscitation (CPR) was administered and the physician attempted to implant a temporary pacemaker, however the attempt was unsuccessful. Eventually capture was regained by reprogramming the rv outputs. An x-ray was taken and no issues were observed with the lead or device. Subsequently the patient was taken to the electrophysiology lab and a temporary pacemaker was inserted via the right groin, at that time. The physician felt that the patient had developed exit block. The device was near elective replacement indicator (eri) but had not actually reached eri. The patient was on coumadin and it was elected to wait till the next day to do a generator change. The field representative was notified by the patient's primary care clinic that the device was explanted and the rv lead was surgical abandoned. A new competitive single chamber system was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.